Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room after experiencing a syncopal episode. There was loss of capture and loss of sensing observed on the electrocardiogram (EKG). A device interrogation was performed, and chronically elevated pacing threshold measurements were noted. The patient was being admitted to the hospital due to the syncope. No additional adverse patient effects were reported. The lead remains in service. Additional information was received which reported that this rv lead was later surgically abandoned and replaced. The lead also exhibited pacing not delivered when required, and the patient had fallen and had traumatic right brain hemorrhage due to the loss of capture. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed.

Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room after experiencing a syncopal episode. There was loss of capture and loss of sensing observed on the electrocardiogram (EKG). A device interrogation was performed, and chronically elevated pacing threshold measurements were noted. The patient was being admitted to the hospital due to the syncope. No additional adverse patient effects were reported. The lead remains in service.